Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported via social media an unconfirmed false negative result with the binaxnow covid-19 antigen self-test on an unknown sample type on an unknown date. The consumer noted that they were diagnosed with covid-19 and tested negative with the binaxnow covid-19 antigen self-test and that they had to have a "spit test" performed to obtain a positive result. Although requested, no additional information regarding consumer's health status or outcome was provided.